Event description:
It was reported that the inflatable penile prosthesis (ipp) stopped performing as expected one year after the implant procedure. The pump could not be filled with fluid. The pump and cylinder were removed and replaced. There were no patient complications reported.